Manufacturer narrative:
The caller stated that the end user has a pressure injury, but roho, inc. Has no information available to make a determination of the extent of the alleged injury. The cushion was not returned to roho, inc., so an evaluation could not be performed. Roho, inc. Attempted to contact the customer for additional investigation twice by phone, but they did not answer and there was no voicemail setup. If additional information is provided, a follow-up report will be submitted.

Event description:
A call was received stating a replacement cushion was needed because the cushion inflation valves popped out of the cushion. The caller stated that the end user had a wound due to not being able to use the cushion. After contacting the end user's mother, she stated that he had used the cushion several times before the inflation valve popped out. His mother stated his pressure injuy was requiring a wound vac for treatment.